Manufacturer narrative:
Device not returned. Ccds staff and hcp are in discussion providing additional information concerning the decontamination process as well as faqs answering customer questions concerning mask fit. Ccds staff have also sent guidance to the decontamination site to ensure care is used when unpackaging, loading and unloading masks. Ccds staff explained that unpacking, loading, and unloading of the mask into and out of the chamber then repacking into the bags can have an effect on the fit quality. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported strap is loose, front of the mask is caving in, not sealed on chin. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.